Event description:
Additional information received indicates another red alert for high pacing lead impedance was detected. No revision procedure was planned yet and the cause of this impedance issue is still not known. The patient will continue to be monitored and evaluated during the next follow-up. Available records indicate that the system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and a competitor right ventricular (rv) lead exhibited high out-of-range (oor) pacing lead impedance (pli) which was detected via the remote patient monitoring system. Additional information indicated that the patient is not pacemaker dependent and no revision procedure has been planned at this time. Likewise, the cause of high pli was not conclusively determined and the patient will continue to be monitored for the time being. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.